Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a failed battery test and keypad anomaly from the insulin pump. The customer's blood glucose reading was 300 mg/dl. The customer stated that the buttons on her pump were unresponsive when she tried to do a bolus wizard. The customer stated that the act button does not work properly. The customer stated that there is a crack near the corner of the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer was offered to troubleshoot for failed battery test, however declined.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. However, the pump was received with a corroded battery tube. No failed battery test was noted. The pump had intermittent button response due to corroded keypad traces. The pump also had a cracked case at the display window corners, a cracked lcd window and cracked battery tube threads.